Event description:
It was reported that the customer experienced a continuous elevated blood glucose (bg) levels ranging between 400-645 mg/dl. A correction bolus and correction injection was administered to address the bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.